Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that during patient use the e500 ventilator display failed, the mode changed and the oxygen level could not be changed. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.